Manufacturer narrative:
Section a4: weight: unknown/ requested but not provided. Section a5: unknown/ requested but not provided. Section a6: race: unknown/ requested but not provided. Section d6a: if implanted; give date: not applicable, as the lens was inserted and removed in the same procedure. Section d6b: if explanted; give date: not applicable, as the lens was inserted and removed in the same procedure. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) was removed from the right eye because the patient¿s capsular support was insufficient to hold the lens. The lens was fully inserted and removed during the same procedure, with no replacement implanted. It is unknown whether the patient sustained any injury or whether any medication outside the standard of care was prescribed. It is also unknown whether any unplanned surgical interventions, such as vitrectomy, incision enlargement, or suturing, were performed. The patient outcome is unknown. No further information was provided.